Event description:
The hospital reported that during a procedure, the patient purportedly sustained a perforation. The patient has a history of upper gastrointestinal (ugi) bleed. The patient had some respiratory distress after the procedure, and the patient was intubated. According to the nurse manager, they do not suspect the gastroscope of having malfunctioned. There was no further information provided.

Manufacturer narrative:
The device in question was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. The scope was tested according to established quality standards and the alleged failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience. If any additional significant information becomes available, a supplemental report will follow.